Event description:
It was reported that mobile power unit (mpu) ac power cord was defective. The locking mechanism snapped off and immediate replacement was requested. The mpu was not assigned to a patient yet.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of the mobile power unit (serial number: unknown) having a damaged v-lock connector on its ac power cord was not able to be confirmed. Multiple attempts were made to obtain images of the damage and information regarding the potential return of the product; however, no response was received. Available information indicated that the mpu was new and had not yet been assigned to a patient. The root cause of the reported damage could not be conclusively determined through this evaluation. Heartmate 3 instructions for use (rev. C section 3 ¿ ¿powering the system¿) describes how to properly set up and use the mobile power unit. Instructions are provided for connecting the ac power cord to the mobile power unit using the v-lock connector. The heartmate 3 patient handbook (rev. C, section 8 ¿equipment storage and care¿) describes how to properly care for and clean all equipment, including the mobile power unit. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the mobile power unit could not be reviewed, as the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.